Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that an ophthalmic console was used for the surgery would not perform the cutting action, exhibit the strange noise and pneumatic module was replaced. There is no system message displayed. The procedure was completed successfully after six days. The patient was stable and no impact. Additional information has been requested but is not available at the time of this report.